Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was contacted on (B)(6) 2020 and they reported that when they were in the hospital due to the car accident they were in, they needed an MRI but the ins charge was too low to put the ins into MRI mode. Their family had called in to get assistance with getting the ins charged up so it could be put into MRI mode. They were able to charge up the ins, put the ins into MRI mode and then take it out of MRI mode after the scan was done. The patient confirmed everything was working fine and still is working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has been in hospital since sept 21 for unrelated reasons and hcp calling for instruction on how to charge ins as pt's ins was depleted. Steps and what to expect were reviewed and caller was going to call back if needed for further assistance because caller wasn't by pt at time of call. No symptoms/patient complications reported caller reported the patient had been charging the ins. The patient had turned the ins off and on and had two MRI's since being in the hospital for reason's unrelated to the device or therapy. The patient was coherent but experiencing pain. Their legs were also bothering them, the ins was implanted to help with those issues. The caller wanted a manufacturer representative to check the ins. The patient's parents were not sure if the ins was firing completely.